Manufacturer narrative:
Additional information: d9, g3, h3, h6 (isolation board) this evaluation determined that the reported event most likely occurred due to a failing isolation board.

Event description:
On 05/23/2024, it was reported by a sales representative via (B)(4) that an ar-3200-0025 ccu console screen went black. This was discovered during the case with no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.